Manufacturer narrative:
The technician found the communication cable was shorted. The technician replaced the communication cable to repair the bed.

Event description:
Alleged the bed exit is alarming at the bed but not at the nurses station.